Event description:
Customer reports back to back testing to a lab while using the aviva system with results of 47mg/dl on customer's meter and 165mg/dl at the lab. No quality controls were run. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.